Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns stopper was defective/damaged. The following information was provided by the intial reporter translated from french to english: "during the component loading stage of our thermoforming machine, we discovered that the bp syringes in batch no. 3108378 were non-compliant. In fact, we rejected an carton on the grounds that the syringes had a fused piston seal. Black material is present on the piston of the syringe (see photos)."

Manufacturer narrative:
Three photos and fifteen 3 ml luer-lok syringes were received and evaluated. One of the photos show 2 pouches, one with a tag specifying 9 samples categorized as having a ¿fused joint¿ defect and the second one with a tag specifying 6 samples categorized as ¿distorted syringes and foreign matter.¿ the second photo shows 1 deformed plunger rod with foreign matter on the stopper (particulate + dirt) and the ribs (potentially silicon + dirt). Lastly, the third photo shows 2 loose, damaged plunger rods covered in foreign matter (potentially grease and silicon + dirt) and ink dots. It also shows a fully assembled syringe with ink dots outside the barrel and potentially foreign matter outside the fluid path. Samples were received in two pouches, as described previously. While performing the investigation, it was observed that more than one defect was associated with these syringes; foreign matter (fm) was the most observed defect, with 7 syringes presenting fm in the fluid path and 8 outside the fluid path. In the fluid path, 5 syringes presented multiple grease dots at the top of the barrel larger than a level 1; 1 silicon and dirt larger than a level 2, and 1 syringe with particulate (located on the stopper) larger than a level 4. In addition to this, outside the fluid path, 5 syringes presented grease larger than a level 3, mainly in between the plunger rod and the barrel and under the stopper; 3 syringes presented silicon and dirt on the plunger larger than a level 4. The next present defect was stopper-related, with four defects in total. Two syringes had distorted stoppers between the plunger and the barrel, while the other two had damaged/deformed stoppers. Four syringes presented broken plunger rods/ribs and important barrel damage, such as collapsed barrels, broken thread cores, pulled threads, and bent tips. Finally, 4 syringes presented multiple ink dots larger than a level 3, and 1 syringe had all scale markings missing. The conditions observed are non-conforming per product specification. Potential root cause for the foreign matter (fp and outside fp), broken plunger rod, damaged barrels, distorted and deformed stopper defects are associated with the assembly process. Potential root cause for the ink dots and missing scale marking defects are associated with the marking process. A device history record review was completed for provided batch number 3108378 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
During the component loading stage of our thermoforming machine, we discovered that the bp syringes in batch no. 3108378 were non-compliant. In fact, we rejected an carton on the grounds that the syringes had a fused piston seal. Black material is present on the piston of the syringe (see photos).